Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 15mmx2.50mm and 10mmx3.00mm wolverine coronary cutting balloon were selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at the proximal part at 6atm within 3 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.